Event description:
It was reported that during a stage 1 implant, the first time a new lead and extension were used the hcp over-torqued the set screws and the lead was damaged. A new lead and extension were used and were connected properly with normal impedances, but when the hcp torqued it did not make the clicking noise that the wrench normally does. The lead and extension were left in the body. It was later reported that stage 1 was completed and the patient was having good outcomes during her test.

Manufacturer narrative:
(B)(4).